Event description:
It was reported that the patient hit their head at the beginning of july, but the patient's hearing ability was already weak before that accident. Telemetry testing was performed on the patient's device and revealed poor coupling. The device had malfunctioned.